Event description:
An ipp device was implanted on 8/5/93. The reservoir was revised in october, 1994, day not provided. A revision surgery was performed on 5/14/96, no components removed or replaced. The entire device was removed from the pt and replaced on 7/30/97 due to fluid loss-cylinder.